Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient's blood glucose results were 200, 265 mg/dl and 200, 104 mg/dl. Tests were done within 10 minutes with a difference of 25% and 56%. Patient did not experience any adverse events. No further information has been reported.